Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted on potentially associated lot number: gd892364 and gd892547 with no defects noted during the manufacture of these lots related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of high levels of ammonia and peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had high levels of ammonia which caused peritonitis (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. The nurse medically confirmed this report. On an unreported date in 2012, the patient was discharged.